Manufacturer narrative:
Spacelabs has launched an investigation into this event and will file a supplemental report once the investigation is complete.

Event description:
Spacelabs received a medwatch from FDA on june 1st, 2020 that on (B)(6) 2020 monitors in a certain serial number range video just goes blank during use due to a defect with the video driver board in this range of monitors. We feel this poses a threat to both our surgical and critical care patients. No injury was reported as a result of this event.

Manufacturer narrative:
The FDA medwatch received does not contain any information that can be used to identify which facility this report was received from. Spacelabs product complaint specialist has made multiple database search to get information about the reported event. There is not enough information currently available to investigate the reported issue further. Due to the lack of sufficient information, investigation is not possible. This record will be re-opened if additional information that would allow an investigation becomes available. This report is complete and this particular issue is considered to be closed. H3 other text: placeholder.